Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. The review of the lhr (lot f1322602) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 7f terumo sheath. Peri-procedure, the pt was anti-coagulated with heparin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during prep, a small tear was noted in the balloon. The device was discarded and a second device was deployed successfully. The pt was ambulated and discharged to home the same day with no clinical sequela noted.